Event description:
It was intended to use a resolute integrity 3.50 x 9 mm drug eluting stent to treat a 12 mm lesion in the rca vessel. The vessel was described as having moderate tortuosity, moderate calcification and 75% stenosis. The device was removed from the packaging and inspected with no issues identified. It is reported that the catheter became twisted and bunched at the shaft during the procedure. The procedure was completed by angioplasty and stenting. The resolute integrity stent was successfully deployed at the rca lesion site. There were no reported patient complications. The device was returned to the manufacturing facility and the device evaluation indicated that the stent had dislodged from the delivery system. Evaluation summary: the distal tip was damaged. The distal inner and outer shafts were ripped extending 34mm distally from the guidewire entry port. The core wire was exposed and exiting the distal shaft. There were numerous kinks visible along the hypotube. The stent was not returned with the delivery system. Crimp impressions were visible along the working length of the balloon. The balloon folds were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dislodgement). Patient¿s condition affected effectiveness of device (target lesion exhibited moderate tortuosity, moderate calcification and 75% stenosis). Related to operational context (the damage to the distal inner and outer shaft most likely occurred due to the guidewire ripping through the shafts as the device was retracted over the procedural guidewire. Recreations confirm that if the guidewire and device are perpendicular to each other and a sudden jerking movement applied to the guidewire or device during removal it can result in the guidewire ripping through the distal shaft). Evaluation conclusions: inherent risk of procedure (dislodgement). Device failure related to patient condition (target lesion exhibited moderate tortuosity, moderate calcification and 75% stenosis). Operational context caused or contributed to the event (the damage to the distal inner and outer shaft most likely occurred due to the guidewire ripping through the shafts as the device was retracted over the procedural guidewire. Recreations confirm that if the guidewire and device are perpendicular to each other and a sudden jerking movement applied to the guidewire or device during removal it can result in the guidewire ripping through the distal shaft). (B)(4).